Event description:
It was reported that the programmer had telemetry failure. It was further indicated that a test and calibration procedure was requested both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the programmer had a broken radiofrequency connector on the link electronic module board and the board was therefore exchanged. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).